Event description:
It was reported that the shock impedance was greater than 200 ohms. The impedance went from 180 ohms last december up to 235 ohms this june. The pulse generator had normal battery depletion after greater than nine years of implant time. So, the doctor replaced the pulse generator onto the chronic electrode. The electrode remains implanted. There were no additional adverse patient effects.